Event description:
It was reported during an elective lead replacement, physician noted that the cook locking stylets were not advancing down the lead body. The physician noted that the stylet was going through the lead insulation instead. The doctor claims the degradation of the lead insulation happened prior to lead extraction. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: distal conductor fractured; partial lead in segments returned and analyzed. Other: it was reported during an elective lead replacement, physician noted that the cook locking stylets were not advancing down the lead body. The physician noted that the stylet was going through the lead insulation instead. The doctor claims the degradation of the lead insulation happened prior to lead extraction. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Lead conductor, device was out of specification in a manner that relates to event, elective replacement, insulation, hole(s) in.